Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The log indicated that the initial drain phase was bypassed during the therapy, but it was unknown what alarm was bypassed. The cause of the iipv could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:16:28. During night drain cycle one, the patient's ultrafiltration reading was 2286ml, indicating the home patient (hp) drained 2286ml more than their maximum programmed fill volume of 2000ml. No additional information is available.